Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a feeding tube. The customer states that the tube has a fold of about 10cm. No injury reported.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Two samples without original package or lot number were received for evaluation. After performing visual inspection, kinking was observed in the tubing. Corrective actions are not deemed necessary at this time. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.